Event description:
Two paramedics lifted the stretcher to the highest point for wheeling the pt to the ambulance. Just as they got the stretcher to the top position where it would click, locking the stretcher in to place, the stretcher collapsed to the lowest position possible, approx. 1 foot from the ground. As this was happening one paramedic reached out to catch the stretcher, and was unaware at the time they had sustained an injury. As the stretcher hit the ground it bounced left and the pt's weight shifted left causing the stretcher to flip over to the left landing on the floor upon impact the pt attached to the lsb was folded on to her left lateral chest. Immediately, the pt's condition was assessed and deemed to be ok. The stretcher was set upright with pt still strapped on, the stretcher was then set upright at the lowest position, and all positions were checked to be sure the stretcher was safe to use. All positions were functioning properly. Diagnosis or reason for use: patient transport.